Manufacturer narrative:
This supplemental report is being submitted to provide the investigation conclusion. The required intake information to enable further investigation, such as the kit's lot number and logfiles, was not provided and an investigation was not able to be performed. Notwithstanding, a review of complaints' trend reveals that all lots within expiry dating are performing according to the statements made in the package insert. In conclusion, abbott diagnostics scarborough was unable to determine the exact root cause of the reported issues as no information was provided for investigation.

Manufacturer narrative:
Additional information: the date listed is an approximate date, as the true date of accordance was not provided. Section catalog number mentioned in this case is equivalent to the product registered in USA 190-000 the remainder of the investigation remains in progress. A supplemental report will be provided after completion.

Event description:
The customer reported multiple false positive results using an ID now covid-19 assay performed on an unknown date using a nasal samples. Pcr confirmation testing was performed after each false positive result and generated a negative result. The customer confirmed there was no patient harm due to the test results. Additionally, the customer confirmed there was no delay or impact in the patient's treatment. However, they had to quarantine or perform multiple pcr testings.